Event description:
The manufacturer received information alleging a ventilator had an exhalation valve failure. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue.